Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product at their southampton centre. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. (B)(4). The trima system will identify certain events that occur during the procedure that can possibly affect the wbc content of the collected products, the operator will be notified and the reason displayed. The analysis included both flagged and unflagged runs. The analysis identified 4 different types of events that led to elevated wbc content in platelet product, and the frequency that these events occurred with the customer. These are: pre-purge saturations (35%) -lrs chamber fills up before system expects. Post-purge saturations (25%) -lrs chamber re-fills back up before expected. Plasma line occlusions (10%) - currently under investigation for mitigation and detection of these events. Event based, other - includes centrifuge stop, multiple access alarms and flow adjustments that can contribute to non steady state chamber conditions, donor related.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.